Event description:
It was reported by the customer that a bd pyxis¿ es server, users not being able to register their bio-ids at the pyxis devices. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login via active directory. A technical support specialist (tss) upgraded the active directory to resolve the issue. The tss then followed up with the customer and confirmed the functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es server, users not being able to register their bio-ids at the pyxis devices. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.